Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex device 5.00 x 18 was attempted to be deploy in the right internal carotid artery (ica) aneurysm. The device failed to open upon reaching the landing zone. The device was removed and a second device was opened and successfully placed. No patient adverse event as a result. A continuous flush was used during the delivery of the ped. The distal section of the ped failed to open. The devices were each prepared and used per the instructions for use. The patient anatomy was moderated in tortuosity. No resistance was felt when the ped was advanced. The ped was resheathed one time.